Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the perfix plug implanted in (B)(6) 2014, a second file was created to address the 3dmax mesh implanted in 2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent a laparoscopic right inguinal hernia repair procedure with implant of a 3d max mesh. On (B)(6) 2014 - the patient underwent open surgery for recurrent right inguinal hernias. A perfix plug was implanted to repair these hernia defect caused by the alleged failed 3d max mesh. The patient's attorney alleges the patient experienced pain, "pain and suffering", disability and serious and permanent injury.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent a laparoscopic right inguinal hernia repair procedure with implant of a 3d max mesh. (B)(6) 2014 - the patient underwent open surgery for recurrent right inguinal hernias. A perfix plug was implanted to repair these hernia defect caused by the alleged failed 3dmax mesh. The patient's attorney alleges the patient experienced pain, "pain and suffering", disability and serious and permanent injury. Addendum per additional information provided: attorney alleges that the patient experienced pain, hernia recurrence, nerve damage, pain and suffering, injuries, ilioinguinal nerve block, emotional injuries, additional invasive procedures and hospitalization. Per medical records provided: (B)(6) -2008 - patient with a history of hernia repair was diagnosed with a right inguinal hernia and underwent surgical repair. Per the op report details, a right inguinal hernia direct defect was found with no evidence of spigelian hernias. A bard/davol 3dmax mesh (device #1) was placed and stapled medially to poupart's ligament and superior transversalis fascia. The peritoneum was then closed over the mesh with the staplers, the pneumoperitoneum was removed, and the skin closed with vicryl. (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia and underwent repair with implant of a bard/davol perfix plug (device #2). The wound was opened, ilioinguinal nerve was identified and preserved. The inguinal floor was consistent with a direct hernia, app. 1x1 cm medial to the previously placed mesh (device #1). In addition, there was a recurrent indirect lateral recurrence at the internal ring that was app. L.5 cm. The indirect hernia sac was reduced and a small bard/davol perfix plug (device #2) was placed, secured to the transversalis facia with 2-0 prolene sutures. A patch (onlay) was then placed, secured to the inguinal floor with 2-0 prolene sutures at conjoined tendon, pubic tubercle, inguinal ligament, and lateral to the cord. The skin was closed.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the perfix plug implanted in (B)(6) 2014, a second file was created to address the 3dmax mesh implanted in 2008. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. The attorney alleges nerve damage, per the warnings section of the instructions-for-use supplied with the device states, "to avoid injury, careful attention is required if fixating the mesh in the presence of nerves or vessels.". This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.